Event description:
It was reported by the clinician that the catheter was being placed left subclavian in a male trauma pt. During insertion, the physician experienced difficulty passing the catheter over the spring wire guide (swg). They were then unable to withdraw the swg; it began to unravel and broke. The entire catheter and swg were removed as one. There were no pt complications reported.

Manufacturer narrative:
After eval, it was determined the event was MDR reportable. Eval: received one central venous catheter and one guidewire. The returned guidewire was bent near the middle. The guidewire was examined microscopically. A portion of coil wire and the proximal weld were missing. The product's instructions for use describe suggested techniques to minimize the likelihood of guidewire damage during use. The device history records were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of guidewire insertion difficulty was confirmed as guidewire separation through visual inspection of the returned sample. The potential cause could not be determined based upon the sample and info provided. Management will continue monitoring complaint reports for any trends which may appear.